Manufacturer narrative:
B5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Implantable neurostimulator (ins) has been explanted on (B)(6) 2026 and replaced with a new ins to resolve the recharging problem.

Event description:
Information was received from a manufacturer's representative via a patient regarding an external device. The reason for call was caller reports that patient was trying to recharge implanted neurostimulator on saturday and was not able to connect. The patient has not been able to get into a normal recharging mode as she typically does and the recharge session ends with 4101 after a while. Caller is with patient now and they are seeing a screen that looks like patient had a complete discharge and it says to maintain recharger position over implanted device for 20 minutes. They are notable to connect to implantable neurostimulator (ins) using therapy app (says device not found). Caller has been charging for about 15-16 minutes and is still seeing the same screen. Patient has tried resetting the recharging app and resetting her handset. Caller reports no changes at pocket site, no falls, no trauma, no weight gain or loss. When moving the wireless recharger (wr) around the pocket site, the open loop coupling connection varies between 3, 12 and then good and excellent. During the conversation the issue was not resolved through troubleshooting. The patient mentioned unrelated medical history. This included caller mentioned that patient has thoracic paresthesia in both legs. Patient was referred to neurosurgery for a consult and they wanted to have an emg study before they see her. An email was sent to the repair department to replace the wireless recharger. Patient called stating they received the replacement wireless recharger but were having the same issue. Patient confirmed they fully charged the wireless recharger and paired it successfully and, when they first connected to charge the implant the implant battery level showed red and within a minute increased to 30%. Patient stated with the wireless recharger still showing charging with an excellent connection the implant battery then drained from 30% to completely empty. Patient stated they kept the wireless recharger on for another 10 minutes with charging excellent showing and the implant battery remained empty. Agent advised patient to attempt to charge the implant for an hour tonight and agent will touch base in the morning to follow up. Patient stated when they first attempted to charge the implant service code 1503 displayed. Patient turned the wireless recharger off and back on and implant then showed 60% charged. Patient stated they were then able to adjust their settings and the implant decreased to 50% while showing excellent connection; patient noted this was at 7:50am. Patient reported service code 9727 then displayed and handset then showed good connection with the implant at 30%; patient noted this was at 7:55am. Patient reported implant battery showed 60% at 8:15am and now the impl ant will not charge at all (8:55am) as the screen is just circling and the wireless recharger is unresponsive with power button and 3 battery indicators illuminated green. Patient reset wireless recharger while on the call and reported recharger not found and then a message to scan the recharger code. Patient scanned code and reported implant at 60% charging good and then excellent. Agent will conference with technical services and follow up with patient. Patient called in stating they were supposed to receive a call this morning from the previous agent who assisted her with their device. Agent reached out to the previous representative and provided details. Patient was advised that the agent will call them within 10 minutes. Patient stated the implant will charge for 10 minutes and then then wireless recharger will start beeping and show an orange light and service code 1503 will display. Patient stated they have not used the mystimrc app at all and are only using the recharger application. Patient stated implant is currently at 70%. Agent conference in technical service. Patient recounted the same issue as was noted in the previous note about charging for about 10 minutes then getting a 1503 error message. This occurs even if patient is not using the recharge app or handset at all per patient. Patient also notes that the recharge coupling seems more sensitive to movement. Historically, the patient has been able to move around while charging the implant but when these issues started recently, she's not able to move around at all, otherwise she'll lose her recharge connection. The patient also mentioned that her handset is depleting across about a day's time. The patient has been doing more troubleshooting and work with her recharging as well which may be the cause of this issue. Technical service specialist reviewed trying another recharger but that if patient continues having trouble with their recharging, that rep recommends pulling some specific reports and files to look at the overall function of the scs system. A replacement wireless recharger sent out. Technical service specialist sent an email to caller to give them a heads up about replacing patient wireless recharger and that if the patient's recharging issues persist that we would want to get some files/logs from the tablet and the patient's handset during a future clinic visit. If this is needed, technical service specialist suggested caller bring a computer with them so handset files can be downloaded. Closing case for now patient called back referring to issues in this case and said they got a 'new charger' on friday and it is 'not working'. Agent asked clarifying questions patient stated they see error code 9272 and it does not work and does they same as when we sent a new charger last week. Patient stated they have reset the recharger several times. Patient stated after 10 minutes, the recharger will 'turn off' and 'say things'. Patient stated that they saw recharger system error 9727 and service code 1503. Patient stated they have seen that every day since the last recharger friday, saturday, sunday, and today. Patient stated they have already seen medtronic rep about the issue last week and he 'could not figure it out'. Agent had patient restart the handset. Patient powered on the recharger, tapped recharger application, and patient began charging the implant with out any issue. Patient saw therapy on charging 30% good connection. Agent put patient on hold for 10 minutes. When agent returned, patient stated that they saw recharging stopped. Another recha rger or programmer is communicating with the neurostimulator. Stop other activity and try recharging again. Service code 1503. Agent reviewed information from this case. Patient was upset. Agent reviewed no other external components can be replaced at this time.pa tient was redirected to hcp/mdt rep to further address the issue.technical service specialist guided medtronic rep thru creating medtronic report, conducting imped check during tablet session and then downloading these files on tablet. Technical service specialist tx'd caller to hcit to gather tablet sessions, medtronic report, logs, json and also handset recharge, therapy and comm mgr logs. The medtronic rep does have a computer with them so these can be downloaded. Technical service specialist downloaded all reports that were pulled today. Re assigned case and closing for now. Additional update was received stating caller met with patient on march 9 for further troubleshooting. Caller was using new handset an wr9230. The last implantable neurostimulator(ins) charging thept did was the previous friday (B)(6) and pt could only get her ins to show 30% and it would never progress beyond 30% and then eventually the pt would see the 9727 and 1503 error messages during attempts. Today, ins behaves as though it's depleted. There isn't any telemetry with the tablet. During ins recharge attempts today, the handset will briefly show a normal recharge screen with good or excellent coupling but then will switch to looking for the device again / hailing tone for prolonged periods of time and then get 9727 and 1503 error codes. They were able to sustain a normal recharge screen showing excellent coupling and an empty battery but after 15+ minutes on this screen, the charge had not advanced at all and the wr power button was showing a solid green light the entire time during this recharge attempt, vs a pulsing green light. After this there was no tablet communication still (no device found) but a tablet reset was attempted anyway. When retrying ins charging, the behavior was the same showing depleted ins and wr with solid green power button light (not pulsing) and no advancement of ins charge. Engring has seen the error codes occurring in logs but it's unclear why the errors are occurring. Tss also adding additional information from conversation on march: patient did have a lumbar rf ablation in (B)(6) 2025. The patient's leads are in the t8-10 area. Additional update was received from patient stating they met with manufacturing rep last time on feb 16th, reports obtained are still under review. They met with the health care professional(hcp) but were unable to find the solution. Patient was in pain. Technical services(tss) spoke with manufacturing rep and reviewed that engring didn't have any other info to gather or troubleshooting to recommend and that explanting the implantable neurostimulator(ins )was the next consideration. Tss conferenced on the warranty team and caller was going to discuss those details with the warranty contact. Closing case.

Manufacturer narrative:
Continuation of d10: product ID wr9230, serial# (B)(6), product type: recharger; product ID wr9230 serial# (B)(6), product type: recharger. Product ID wr9230, serial# (B)(6), product type: recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.